Event description:
The device was used during a laparoscopic rectal resection. The surgeon could not remove the device from the bowel once fired. The bowel was cut to remove the device. Once removed, the surgeon noted that one third of the anastomosis was incomplete. Another device was used to complete the case. There were no other consequences to the pt.